Event description:
Limited info is known. The facility technician reported that a pt had expired during treatment on a system 1000 hemodialysis machine. The technician stated a machine failure was not suspected and the device is not being implicated in the pt death.